Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the hospital. Contact declined to provide any specific details or reason for hospitalization and no additional information was provided. Contact requested additional pump training for customer as they were unsure how to use new features since software update was performed. Tandem clinical diabetes specialist contacted customer to schedule additional training.